Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding adjustable valves. It was reported that in 2024, the patient learned of a recall of their CPAP mask since the magnet had been shown to affect medical devices such as the shunt that the patient had implanted. The patient had an apap machine that they used daily to treat their sleep apnea. Even on the days that they did not use the CPAP machine, it sat on their nightstand which was a couple inches from their body and shunt. They had a lumbar-peritoneal shunt, and in 2022, the shunt stopped working and their cerebrospinal (csf) pressure became high resulting in debilitating headaches, seizures, nausea, vomiting, and loss of vision in their eyes. They had a CT scan that showed that the placement of the shunt was correct and nothing had shifted. Their doctor performed a lumbar puncture which came back with a csf pressure that was incredibly high, showing that the shunt was no longer working. In 2023, they had to have a surgical shunt revision to replace the shunt valve. Their doctor was baffled and could not figure out why their shunt failed. After the surgery, they continued to use and sleep next to their CPAP machine/mask. The shunt that was placed in 2023 also failed and required another surgery to fix the problem. In 2023, they had a surgical shunt revision and again the doctor could find no reason why the shunt would have malfunctioned. Following this surgery my doctor still struggled to get the shunt adjusted, and they had to have multiple visits to their office where they adjusted it using the doctor's shunt adjuster. The patient stopped using their CPAP machine in late summer 2023 and moved the mask/machine out of their room. Since they discontinued use of the CPAP mask they had experienced no problems with their shunt. After receiving a letter in the mail about the recall of their CPAP mask, they think it was now clear that the problems and surgeries that they had to have to their shunt were directly caused from the CPAP mask recall.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.